Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that the rotational clamp was not holding in position and the unit appeared to be leaking fluid. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and a significant dent was observed on the bimba cover. A functional evaluation revealed that the unit¿s foot pedal hose had a large hole. The unit would not operate correctly with it¿s enclosed damaged foot pedal because of the air leak created by the hole in the air hose. A known good test foot pedal was used to finish the evaluation. The unit failed the 50 pound weight test. The piston migration was at 2.22 inches, which is indicative of hydraulic fluid loss. The unit had excessive oil within the bimba tube housing as well as on the bimba itself. The amplifier piston seal had failed and allowed oil to seep into the bimba housing. The complaint of ¿not holding¿ and ¿leaking fluid¿ was confirmed and the root cause has been determined to be excessive oil loss caused by a bad seal within the amplifier piston.